Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber. Patient alleged having headache, sinus/voicebox issues, inflamed throat, difficulty breathing/short of breath, pain in lungs, nose bleeds, throat and nose irritation and black foams in lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in tubing/chamber. Patient alleged having headache, sinus/voicebox issues, inflamed throat, difficulty breathing/short of breath, pain in lungs, nose bleeds, throat and nose irritation and black foams in lungs. Patient alleged particles in airway from device and chest pain.